Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # t5ea79. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? It was reported that the stapler did not crunch as usual. Was there any type of feedback received? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Is the ostomy temporary or permanent? What specific device was used for distal transection (linear cutter, endocutter, curved cutter, etc.)? What is the lot number for the device? Response: lot number t94v65. Spoke to resident surgeon who gave the account of the case. Lead surgeon is very familiar with device. Surgery was lar, do not know indication or pre-operative protocol/treatment. Resident claimed that donuts were inspected and complete. Ostomy is intended to be temporary pending patient recovery and ability to tolerate restoration surgery. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the photos show a washer from top view partially cut and nicks could be observed; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Based on the photos reviewed, the event describe of firing issue is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, partially cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife and washer were noted to have several nicks. Further analysis shows misaligned between the anvil and guide face. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged on the knife, washer and misaligned are consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, the stapler misfired. The stapler did not crunch as usual and that the washer was not fully divided. The leak test did not show bubbles, but the assisting surgeon thought that air could be heard communicating between the rectum and pelvic cavity. A diverting ostomy was performed as a precaution and restoration surgery is to be determined, pending patient recovery. The patient is doing fine.